Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "pressure in tube was not correct and was not able to use the tube." 30-oct: rcvd a callback from the customer providing the following information: they were experiencing issues with the tubes under filling. Patients were re-draw with a different tube and there were no addtl issues no patient identifiers available date of event was between possibly monday through wednesday of last week 9 packs of tubes of lot 9199523 were pulled off the shelves due to multiple issues."

Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "pressure in tube was not correct and was not able to use the tube." 30-oct: rcvd a callback from the customer providing the following information: they were experiencing issues with the tubes under filling. Patients were re-draw with a different tube and there were no addtl issues no patient identifiers available date of event was between possibly monday through wednesday of last week 9 packs of tubes of lot 9199523 were pulled off the shelves due to multiple issues."